Manufacturer narrative:
The pod will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer started that a kink was (possibly) seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues.

Event description:
The customer experienced a high bg reading of 264mg/dl while wearing the pod. The cannula reportedly had a "little bubble of stuff coming out the end" and a (possible) kink, though the pod did not alarm. No additional info was provided about the device or the event. The pod will not be returned for eval.